Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during aspiration of the sheath, too much air was aspirated. The hemostatic valve of the sheath was leaking. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the flexcath advance sheath, 4fc12 with lot 22372, was returned and analyzed. Visual inspection showed the sheath was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.